Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the cable with the needle was missing from the package and the package only contained 2 crimps when opened for surgery in 2008.